Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the catheter for the left ventricular (lv) lead was difficult to slit and the proximal portion broke off. The catheter and remaining tip were removed from the patient. During that time, a competitor guidewire was left in the lv lead and it was then difficult to remove. The lead tested normally and fluoroscopy revealed no evidence of damage; the lead remains in use. No patient complications have been reported as a result of this event.